Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and competitor right ventricular (rv) lead exhibited loss of capture (loc). The field representative reprogrammed the pace vector from distal electrode to device to proximal electrode to device which resolved the issue. This crt-p remains in service. No additional adverse patient effects were reported.